Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare's (fph) field representative that the outlet port of a 900iw130e neopuff infant resuscitator has broken off. This event occurred during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture date: the complaint 900iw130e neopuff infant resuscitator was manufactured in 1998. The complaint device is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.